Manufacturer narrative:
(B)(4). Insulin pump received with blank display. Problem isolated to electronic assembly. Unable to confirm failed batt test alert due to blank display.

Event description:
Information received by medtronic indicated that insulin pump had battery failed alarm. Customer reported that the insulin pump had power error detected alarm, batteries were not lasting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.